Event description:
A nurse contacted baxter and reported that a minicap disconnect cap fell off a patient's transfer set. No injury or medical intervention was reported. During a follow up call with the nurse, it was learned that the pt has continued therapy successfully.

Manufacturer narrative:
The patient's nurse is unsure if the sample is available.